Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
End user called stating there is a bolt broken on the back that connects the fold down back to the seat frame.